Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A distributor contacted zoll to report that a pt experienced an inappropriate defibrillation event on (B)(6) 2014. The lifevest treated the pt at 18:59:36. The rhythm at the time of the treatment was sinus rhythm at 77 bpm with motion artifact. The motion artifact contributed to the false detection. The pt was conscious and at an assisted living center at the time of the event. The response buttons were not pressed during the event. Following the event, the pt was seen at the hosp and then returned to the assisted living facility. The pt continued to use the lifevest.

Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt went to the hosp for further eval and continued to use the lifevest. Device eval was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor (B)(4): 04/2010 - reuse. Electrode belt (B)(4): 03/2014 - initial use. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.